Event description:
It was reported that during the procedure, the fiber tip was damaged and detached outside of the patient. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that the fiber tip was attached and showed no signs of damage; therefore, the reported event could not be confirmed. Laser fibers are consumable devices and expected to degrade with use. Burn marks on a connector face can be caused by prolonged use of the device. The probable cause that contributed to the observed device finding can likely be traced back to wear consistent with normal use; analysis found no evidence of design or manufacturing issues. According to the IFU, if the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the analysis result and information available, there was no detached tip or breaks identified on the fiber, and the procedure was completed without patient complications. The information reasonably suggests that the identified degraded fiber tip and burn marks were due to normal usage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during the procedure, the fiber tip was damaged and detached outside of the patient. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that the fiber tip was attached and showed no signs of damage; therefore, the reported event could not be confirmed. Laser fibers are consumable devices and expected to degrade with use. Burn marks on a connector face can be caused by prolonged use of the device. The probable cause that contributed to the observed device finding can likely be traced back to wear consistent with normal use; analysis found no evidence of design or manufacturing issues. According to the IFU, if the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the analysis result and information available, there was no detached tip or breaks identified on the fiber, and the procedure was completed without patient complications. The information reasonably suggests that the identified degraded fiber tip and burn marks were due to normal usage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during the procedure, the fiber tip was damaged and detached outside of the patient. The procedure was completed with another fiber. There were no patient complications.